Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from the cartridge. Additionally, it was reported that an altitude alarm intermittently occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.